Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results compared to readings from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer lost consciousness was unable to self-treat and required intravenous glucose treatment by a healthcare professional. Laboratory test readings were 67 mg/dl on (B)(6) and 292 mg/dl on (B)(6). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.